Event description:
During the procedure, while lasering a calculi with the holmium laser, the laser machine made a "crunch" sound and stopped working. The laser fiber did not break.device #1is this a laboratory device or laboratory test?no.